Event description:
It was reported to boston scientific corporation on (B)(6) 2009 that a jagtome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the sphincterotome had an incorrect orientation while advancing from the scope. The physician estimated the orientation to be at about 5 o'clock. The device appeared to be twisted 180 degrees. The physician removed the sphincterotome from the scope. The physician then adjusted the device and attempted to straighten the sphincterotome. The sphincterotome was reinserted down the scope. The sphincterotome had correct orientation while the device was advanced from the scope for the second time; however, when the physician bowed the device, the wire was slightly bent and askew. The procedure was completed with the same jagtome rx sphincterotome device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) cannulating orientation. These codes were selected by the MFR based on info obtained from the user facility. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).